Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was noted during visual inspection on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, and battery tube assembly. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and he wasn't able to clear it. He has attempted resetting the device and battery change not available customer's blood glucose was 180 mg/dl. Customer stated he stepped into a lake with a lake. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.